Event description:
It was reported that the catheter (subject device) was broken inside the packaging. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was received within its dispenser hoop. The catheter shaft was noted to be broken/ fractured at the strain relief at the proximal end of the device. There was no damage noted to the hoop and the retaining clip was intact. As per the additional information, there was no damage noted to the packaging. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging. Therefore, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
It was reported that the catheter (subject device) was broken inside the packaging. There was no patient involvement.